Event description:
It was reported that the patient had an infection at the ipg site and appeared to be oozing with significant swelling. The infection was not device nor procedure related and the cause was unknown. The patient underwent an explant procedure. All explanted device components will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7076383/7076407.